Event description:
During an attempt to advance a coronary stent with delivery sys to the target lesion site in the pt's right coronary artery, it was reported that ventricular tachycardia occurred. In response, the sds was successfully withdrawn from the pt's body without complication. There were no add'l complications reported relative to this event.